Event description:
It was reported that the delivery system was stuck on the guidewire. The 50% stenosed target lesion was located in the moderately tortuous left internal carotid artery. An 8.0-21 carotid wallstent and a filterwire were selected for use. After the stent was deployed, an attempt was made to remove the delivery system from the attached filterwire, but there was strong resistance, and it could not be removed. The delivery system was then retrieved along with the filterwire. The procedure was completed with this device. There were no patient complications as a result of this event.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. H6 - evaluation conclusion codes: updated.

Event description:
It was reported that the delivery system was stuck on the wire. The 50% stenosed target lesion was located in the moderately tortuous left internal carotid artery. An 8.0-21 carotid wallstent and a filterwire were selected for use. After the stent was deployed, an attempt was made to remove the delivery system from the attached filterwire, but there was strong resistance, and it could not be removed. The delivery system was then retrieved along with the filterwire. The procedure was completed with this device. There were no patient complications as a result of this event.

Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that the delivery system was stuck on the guidewire. The 50% stenosed target lesion was located in the moderately tortuous left internal carotid artery. An 8.0-21 carotid wallstent and a filterwire were selected for use. After the stent was deployed, an attempt was made to remove the delivery system from the attached filterwire, but there was strong resistance, and it could not be removed. The delivery system was then retrieved along with the filterwire. The procedure was completed with this device. There were no patient complications as a result of this event.